Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that when she pushes the down arrow button or tries to escape nothing happens. Customer also stated that they do a lot of outdoor activity and the insulin pump is chipping around the reservoir. Customer's blood glucose reading at the time of the call was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.